Event description:
It was reported that the stenoscope system would intermittently not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reset to the original configuration during the service call. The system was tested and found to be working as intended, and put back into service.